Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the operating room for a scheduled device change-out. Low, out of range hv lead impedance was observed. Lead was capped and replaced when extraction was unsuccessful. Patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).